Manufacturer narrative:
Initial reporter full phone number: (B)(6). Investigation summary: devices returned were confirmed damaged. Nineteen (19) used. List # 055-d1000, tego¿ connector; lot #14150873. Were returned for evaluation received two (2) photos of the samples in packaging. As received, the following conditions were observed: a torn / damage seal, signs of a blood clot inside the fluid path, once the samples were flushed no occlusion was observed, a collapsed seal, and the inner seal was removed. No mating device was returned for evaluation. Complaint of obstructed tego connectors can be confirmed on eighteen (18) samples. The eighteen (18) samples that have the torn/ damaged silicone seal, the probable cause of the top silicone seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The complaint could not be replicated or confirmed on one (1) sample. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.

Event description:
Event occurred regarding a product tego¿ connector, where the customer reported damaged device with no specific information on damage. This event occurred during hemodialysis sessions on a patient and the connector needed to be replaced. The event did not cause or contribute to patient harm or clinical injuries or any type of infection.